Event description:
The initial reporter stated that the pump did not alarm no flow out during testing. Mmdg followed up with the initial reporter, who stated that the complaint had occurred during testing and did not affect a patient. Complaint- (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump did not alarm no flow out during testing. Mmdg followed up with the initial reporter, who stated that the complaint had occurred during testing and did not affect a patient. (B)(4).